Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the middle of the hose was completely separated, exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had an ¿exposed wire¿. There were no delays to the planned surgical procedure as an identical spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.